Event description:
The pt received her ipg on (B) (6) 2008. It ws reported that about 11 months postoperatively, the charger and programmer would not communicate with ipg. Prior to that, the pt was able to fully recharge her ipg battery regularly about once per week. Attempts at recharging were made with add'l charging system with no success. It was verified that the ipg implant depth was not deeper that 1 inch. An x-ray verified the system connections were fine and ipg had not flipped in the pocket. The physician explanted and replaced the ipg on (B) (6) 2009. Follow up with the pt found that she is not having any charging issues and is doing well.

Manufacturer narrative:
"Malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to significant device adverse event resulting in a surgical procedure to remove the device. Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.